Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 30.6 mmol/l (mobile system) and 6.6 mmol/l (aviva system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(4).